Manufacturer narrative:
The samples were in liheparin plasma tubes and centrifuged for 5 minutes. Qc was within the customers established ranges prior to and after the results. Sample 1/1 was slightly hemolyzed and did not have the recommended fill volume. A bci field service engineer (fse) performed system check and high sensitivity (hs) system check; both tests met specifications. No hardware issues were noted that would have contributed to this event. A clear root cause can not be determined fro this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards erroneous elevated accutni result above the acute myocardial infarction (ami) cutoff for one patient generated by the access 2 immunoassay analyzer. The erroneous result was reported out of the laboratory. A repeat tests of the original sample and a subsequent sample generated results within the normal reference range. The patient was admitted to the hospital for observation.